Event description:
It was reported that during a da vinci-assisted urology urethrectomy surgical procedure, the surgeon reported that the system had a second non recoverable fault. The customer stated they have undocked the robot and converted to open. Intuitive technical service engineer (tse) viewed system logs and saw fiber communication errors on the patient side cart (psc). The procedure was converted to open surgery.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the cfg-acp and cfg-umc to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Both acp cfg unit and umc unit were tested on the final test system 1, programmed and system started at normal mode with no errors and failure message. Verified all axes with no errors and failure. Power cycles 10x and all passed. The board remain on the system for 1 hour in normal mode, with no failure/error reported. Drive the psc all range of motion with no error message and no failure. The complaint was not confirmed based on failure analysis but the errors were confirmed and verified via error logs and system logs, which indicates that the device may have contributed to the customer reported issue.